Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant disengaged from the driver during surgery. Another implant was placed to complete the procedure.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, a device malfunction could not be confirmed for the unknown driver. However, the customer stated that the driver was fine and was continued to be used.

Event description:
No further event information available at the time of this report.